Event description:
It was reported that tip detachment occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 1.25mm rotapro and a rotawire guidewire was selected for use. During the procedure, after ten passes with rotapro ranging from 150k-200k rpm for approximately 20-30 seconds, it became evident the rotawire had fractured. It was observed the burr and the drive shaft straightened out in the coronary and no longer followed the vessel contour. The fractured wire segment came out into the aorta approximately 3cm. The physician attempted to use a tulip style retrieval device without success. Approximately 20cm of the distal wire became separated and remained in rca. Rotapro was removed and the rota part of the procedure was completed. The vessel was rewired and stents were placed in rca. The fractured piece was stented in place in rca. No complications were reported and the patient remains in the hospital in stable condition.